Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc ID: (B)(4); tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10mm x 2.50mm wolverine¿ coronary cutting balloon¿ monorail¿ was reported to have a balloon rupture during the procedure. The procedure was completed with a non-bsc device. No patient complications were reported and the patient status was good.